Event description:
The customer reported that his blood glucose was around 300 mg/dl and that when he removed the pod, he noticed that the cannula had never deployed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.